Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the closure of the "sternomoty", on the introduction of the needle into the tissues, the needle broke. There were more than one defective device involved. A new suture was used to resolve the issue in order to complete the case.